Event description:
Customer reported to beckman coulter, inc. (Bec) that calibration for benzodiazephine (benz) was failing on the unicel dxc 600 synchron system. Customer reported that there was a leak at reagent probe a. Customer reported that less than 1/2 cubic centimeter was on the drip tray. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) advised the customer to home the analyzer and move the benz reagent to the top carousel. Cts advised the customer to rerun calibration and quality control. To date, customer has not reported on any further benz calibration issue or leak from reagent probe a. Root cause is unknown.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).